Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 year post-operative CT showed the presence of inflammation of the aorta with possible infection and aneurysm enlargement. The patient is reported to have previously underwent hernia repair several weeks before. The physician elected to explant the device; and cultures were taken intraoperatively during the explant procedure and the results reported as gram positive cocci. The procedure time is reported prolonged with units of blood provided. The patient was intubated and transferred to the ICU for recovery. As of the date of this report, there have been no additional patient sequelae reported.